Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure was transected on the patient's right side; however, the remaining portion was pulled from the tube') and pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysmenorrhea, arthrosis, rheumatoid arthritis, back pain and chronic pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and uterine prolapse ("symptomatic uterine prolapse"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, menorrhagia, allergy to metals and uterine prolapse outcome was unknown. The reporter considered allergy to metals, device breakage, menorrhagia, pelvic pain and uterine prolapse to be related to essure (ess205). The reporter commented: discrepancy noted: essure removal date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure was transected on the patient's right side; however, the remaining portion was pulled from the tube') and pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysmenorrhea, arthrosis, rheumatoid arthritis, back pain and chronic pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and uterine prolapse ("symptomatic uterine prolapse"). The patient was treated with surgery (total vagina~ hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, menorrhagia, allergy to metals and uterine prolapse outcome was unknown. The reporter considered allergy to metals, device breakage, menorrhagia, pelvic pain and uterine prolapse to be related to essure (ess205). The reporter commented: discrepancy noted: essure removal date: (B)(6) 2019, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: mr received. Reporter added, medical history added, event medical device removal updated to event device breakage. New events added- pelvic pain, menorrhagia, nickel allergy, symptomatic uterine prolapse. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with essure removed. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.